Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during dwell 2. The home patient (hp) did not have the final unused line clamped. The technical service representative (tsr) instructed the hp on the proper procedures. The hp would disconnect and use manual supplies to complete therapy. The tsr advised the hp to call the nurse in the morning. On (B)(6) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240. The nurse stated that he just saw the patient and she did not mention anything to him. The nurse stated that the home patient has been doing fine and able to continue therapy. The nurse stated they will be seeing the patient in a couple of days again and would review proper procedures with her. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).